Event description:
It was reported that the patient presented for implant procedure. During the procedure, the left ventricular lead exhibited out of range high impedance. The lead was not used and replaced. During the same procedure, the atrial lead could not be fixed in the atrium. The physician tried several times to position the lead but when it spiraled out of the spiral, the electrode moved and the lead could not be fixed in the original position. The lead was not used and replaced. Patient was stable and there were no adverse consequences to the patient.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.